Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem ("adjust belt or check belt" messages and arrhythmia alarms) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The monitor's electrode belt connector was broken free from the monitor enclosure, and the black pulse wire was severed. The root cause for the broken connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was experiencing frequent "adjust belt or check belt" messages and arrhythmia alarms.